Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 16 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.